Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / page 34; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod longer than 48 hours on the arm. The patient reported she took the pod off, then noticed that there was insulin leaking from the adhesive and that the cannula was not properly inserted anymore. Treatment included a manual shot and applying a new pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification although did contain damage in the exposed portion that resulted in a leak. From these findings, it could not be determined when this damage had occurred and could not be conclusively determined if the cannula was dislodged from the infusion site or if the cannula damage prevented the pod from delivering insulin during wear. Due to the combination of an 0x14 alarm describing an occlusion and observed timeouts, the sma wire assembly was powered manually by an external power source. The wire assembly successfully actuated the hook talons, turning the ratchet gear. No other damages or defects were noted on any of the components of the hook sensor, rotational sensor/commutator cap, or lead screw/tube nut that could contribute to timeouts seen in the data.